Event description:
Boston scientific received information that this patient's left ventricular (lv) lead exhibited loss of capture (loc) which caused the patients device to deplete earlier than expected. The lead was surgically abandoned and successfully replaced by two epicardial leads, one which is active and one which is abandoned and will be used in the future if needed. The device was kept by the hospital and is not going to be returned. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.